Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed that a piece of the instrument's spatula tip measuring roughly about 0.134 broke off but the fragment was not returned. The instrument passed a electrical continuity test. Engineering evaluation concluded that the damage was most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that the tip of permanent cautery spatula instrument broke off and fell into the patient. However, at this time, it is unknown how the fragment(s) were retrieved.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that the tip of the permanent cautery spatula instrument broke off and fell into the patient. The initial reporter of this complaint indicated that the surgical staff was able to retrieve both pieces that fell into the patient. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.